Event description:
Vision in right eye became blurred upon application of contact lens and stayed blurred after removal. Within a day vision returned to normal. Event abated after use stopped or dose reduced: yes.